Event description:
The patient reported that they were informed during a device check that they needed a new pacing lead. The patient does not wish to have the lead revision procedure, so the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01 implantable pulse generator (B)(6) 2008, 407452 implantable pacing lead (B)(6) 2008. (B)(4).